Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she is experiencing red eye and blurry vision up to 10-15 feet. Distance vision is perfect. Additional information was received indicating she is doing better and redness has improved. She saw her optometrist who stated she still had post operative inflammation and also has dry eyes. She has started artificial tears and an anti-inflammatory eye drop. The optometrist said there was nothing wrong with the iol and it was doing it's job well. In regards to vision, she sees distance perfectly, but has difficulty with near and intermediate vision. Her optometrist reassured her that the iol is for distance only, but glasses will help with the other ranges of vision.

Manufacturer narrative:
Product evaluation: the product was not returned. Associated product information was not provided. Root cause: the root cause cannot be determined for the complaint of red eye and blurred vision. The sample remains implanted. The consumer provided follow up information indicating improvement. Follow up with optometrist indicated some post-op inflammation and dry eyes. Treatment plan was implemented for both. The implanted lens model is a monofocal toric lens model. This lens is designed to address astigmatism, but is not designed to correct vision at all distances. Information provided by the consumer indicated the optometrist said there is nothing wrong with the lens itself, it's doing its job well. Near & intermediate vision are blurry up to 10-15 feet. Distance vision is perfect. The file indicated that the optometrist reassured consumer this is a distance only lens so intermediate and near are going to be blurry, but glasses will help with those ranges of vision. The manufacturer internal reference number is: (B)(4).